Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg, implantable cardioverter defibrillator, (B)(6) 2010. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.(B)(4).

Event description:
It was reported that an alert triggered for high impedance on the pace/sense portion of the right ventricular lead. The lead also had a possible fracture. The pace/sense portion of the lead was capped and replaced with a new lead. The high volt portion of the lead remains in use. No patient complications have been reported as a result of this event.